Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a blank screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, g4 combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'blank screen' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be processor board failure. The processor board will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.